Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from the clearlink luer valve. This occurred when the nurse was priming tubing with saline prior to patient use. A new tubing was obtained. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection noted a separation between the tubing and second y-site clearlink; as per tubing marks there was a lack of solvent and a potential low insertion of the tubing into the clearlink. Dimensional testing was performed on the tubing with no issues noted. The reported condition was verified. The cause of the condition is related to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.